Manufacturer narrative:
Continuation of d10: product ID 105-5082-145 (lot: d040867); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline became stuck in a rebar microcatheter. The patient was undergoing surgery for treatment of an unruptured, saccular dense mesh stent implantation, located on the right ophthalmic segment with a max diameter of 3.2mm and a 1.7mm neck diameter. The landing zone was 4.0mm distally and 5.12 proximally. It was noted the patient's  access vessel was the right femoral artery measuring at 14.3mm. The vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered for 7 days and the angiographic result post procedure was reduced blood flow. It was reported that after deployment of the pipeline device in vivo, an abnormal configuration of the tip end was observed. During retrieval, the stent became caught on the microcatheter. The catheter was flushed and all devices were prepared  as indicated in the IFU. No patient complications were associated with this event.

Event description:
Additional information was received reporting that the cause of the event was not determined. The catheter encountered resistance in the middle part of the device.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.